Event description:
Lap chole and sleeve gastrectomy- "in both instances the clip did not remain in place. Customers states, 'it fell off'." Patient status - "just fine."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event was returned for evaluation. Upon inspection of the returned unit, the clips were fired off one by one and conformed to all specifications. Engineering actuated the unit at different angles on tubing to re-enact the customers experience. The unit was disassembled for further evaluation and met all specifications. The root cause of the customer's experience of incomplete clip closure may have occurred when the application structure size, or the clip application depth, prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.